Event description:
A male patient reported to his physician that he intentionally flipped the front ECG electrode and therapy electrode pad away from his skin for 30 minutes, but the alarms did not sound. The patient had performed a manual recording while the electrodes were intially flipped away then downloaded the data. The physician feels device is not working properly. A review of the downloaded manual recordings showed noise on the side-to-side channel, but a clear heart rhythm on the front-to-back channel. The electrodes were flipped back to their proper place and another manual recording was performed. This manual recording showed a clear heart rhythm on both channels. The patient's monitor and electrode belt were replaced. The patient attempted the same intentional flipping of the 2 electrodes and the device did alarm appropriately.

Manufacturer narrative:
Device manufacture dates: monitor: 04/2006. Electrode belt: 04/2006. Evaluation: device evaluations of monitor and electrode belt have been completed. The reported problem was confirmed. The cause of the absence of alarms when the therapy electrode was flipped away from the skin is a malfunction in the therapy electrode sensing circuitry on the computer/analog pca within monitor. The root cause of the te sensing circuitry failure is currently under investigation. This is an unusual occurrence. Electrode belt operated according to specifications. No adverse event resulted from the faulty monitor. The patient received a replacement monitor and electrode belt.